Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the device passed all the pre-repair diagnostic assessment tests and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly. Reporter¿s phone number was not provided. UDI: (B)(4).

Event description:
It was reported from italy that prior to an unspecified surgical procedure, it was observed that the saw attachment device overheated. There were no reports of delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.